Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). This report involves a female, pt, who was administered sculptra (poly-l-lactic acid) 5 ml to the malar region during (B)(6) 2007, 5 ml to the chin (2 sessions) during (B)(6) 2007, and 5 ml to the cheekbones (3 sessions) on (B)(6) 2007. Medical history includes a tendency for hematomas and to bleed. She has had no allergic reactions, no labours and is without pathological antecedents. She has sunbathed and received uva (ultraviolet a light). Concomitant medications include hyaluronic acid, botox (botulinum toxin type a), vitamins + hyaluronic acid, copper and one previous session with sculptra in 2006. This pt began treatment with sculptra during (B)(6) 2007. On (B)(6) 2007, she developed an inflammatory reaction with inflammation and an indurated region. The physician noticed an indurated region of 1.5 cm, which became inflamed two days after the third session. There was no indication if any histology or other laboratory tests were performed. This pt has not experienced any similar events after treatment with other products or with sculptra. The event was ongoing at the time of this report. The reporter's causality assessment was indicated as not assessable.